Event description:
It was reported that a patient underwent a breast MRI positioned on a breast coil without a medial pad in place. The exam was performed and completed, and the patient mentioned some discomfort during the exam; however there was no mention of any warming or burning. The patient was released from the department, and upon changing the patient observed redness between her breasts, about the length of her sternum. It was reported that the patient sustained two partial thickness burns on the sternum, which were described as red thin lines each about 10cmx2cm, containing multiple blisters.

Manufacturer narrative:
Ge service performed an evaluation on the coil and found no issues with the breast coil during bench testing. Surface temperature testing was performed according to test procedure. The test passed with no point exceeding observed temperature 28.5 degrees c in patient contact point and 22.6 degrees c in casual contact point (in the cable balun). The specification for the patient contact point is 41 degrees c and casual contact point is 48c. According to additional information provided by the hospital, it was determined that the patient sustained two partial thickness burns that were described as red thin lines containing multiple blisters, each about 10mm long. The patient was not padded from the coil during the exam. Based on the information provided by the hospital and ge field service, this incident appears to be the result of a lack of padding between the patient and the breast coil during the scan. The available information did not indicate there were any system related issues which might have contributed to the problem, but as a matter of due diligence, additional log and configuration files were pulled from the system for review. All data was reviewed and indicates that the system was functioning normally with all safety functionality operating within specification.

Manufacturer narrative:
Initial reporter email not available. The patient was treated with silvadene ointment and released the same day. The patient has been followed up with since the incident, and injury is resolving without further complications. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.